Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited loss of capture. This patient also experienced discomfort and syncope. The patient was then hospitalized. This device was reprogrammed to turn off the right ventricular automatic capture and threshold trend off. The issues were then resolved. This device remains in service. No additional adverse patient effects were reported.